Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap ventral hernia repair. According to the rptr: after attaching the stapler to the adnexa, the reload did not open. Surgeon used a ligasure device to remove the reload from the tissue. Surgeon had to remove extra margin of adnexa. No reinforcement material was used with the stapler. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.